Manufacturer narrative:
F10 patient code, corrected data: initial report inadvertently did not include additional ¿1994¿ code for arm pain. G4 date received by manufacturer, corrected data: initial report inadvertently listed aware date as (B)(6) 2020; actual aware date was on (B)(6) 2020.

Event description:
Additional information was received from the physician indicating that the pain in the chest/arm was attributed to vns stimulation secondary to low battery. Per the physician, the surgical referral is for patient comfort and not to preclude a serious injury. No known surgical intervention has occurred to date. No additional relevant information has been received to date.

Event description:
The patient underwent generator replacement surgery. The explanted facility was discarded by the explant facility. No further relevant information has been received to date.

Event description:
It was reported that the patient has pain at the generator site. The patient has been referred for generator replacement due to 8-18% as well as to address the pain at the generator site. No known surgical intervention has occurred to date. No additional relevant information has been received to date.